Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump incorrectly calculated a bolus and delivered an 8 unit bolus to the customer. Tandem technical support was unable to confirm this as multiple contact attempts were made for customer to upload to t:connect for pump data review; however, no response was received from the customer. Customer's blood glucose level was 217mg/dl.